Event description:
It was reported that during an unknown procedure, they had been operating for approximately 10 minutes and the tissue pad detached. They replaced the instrument with a new device and continued the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad melted and partially detached. The device was connected to a test handpiece and generator and it did activate during functional testing. No other issues were found with instrument. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.